Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the eps01, at firing, the hook electrode detached from the cannula and fell into the pt's abdomen (piece was retrieved). Also during this case, an er420 was fired and three clips were fired together and also fell into the abdomen (clips were retrieved). Another er420 and eps01 instrument were used to complete the case. The devices were discarded.